Event description:
Patient enrolled into the create pas trial. Minor hemorrhagic stroke reported. Patient developed thrombosis during procedure and was given reopro, and resolved in 1 week. Patient recovered without sequelae.

Manufacturer narrative:
Please reference MDR 2183870-2009-00051 for the spiderfx used in this procedure.